Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was unable to communicate with external devices and was deemed inoperable. As a result, the patient underwent surgery wherein the ipg was explanted and replaced.